Manufacturer narrative:
The hill-rom technician the bed exit not working due to the bed exit strips being inoperative. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Ensure the bed exit system works properly and that it places the appropriate call when activated. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced bed exit strips to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the bed exit would not alarm. The bed was located at the account in room 245. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).